Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during establish final arm angle (efaa) and clip jumping could not be replicated in a testing environment due to the condition of the returned device as the device was returned with the lock line removed and not returned. In additions, the reported improper or incorrect procedure or method (failure to follow steps / instructions) during procedure could not be replicated in a testing environment as it was user technique/error related. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). The reported improper or incorrect procedure or method was due to the user error of not locking the clip during the first efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. It should be noted that the eifu, mitraclip system gen 4, u.s. Step 31.2 instructs to ¿establish final arm angle prior to lock line removal.¿ in this case the user did not lock the clip during the first efaa which is a deviation from the instructions for use; however, it is undetermined if this deviation caused or contributed to the reported issues as the issues were reported after lock line removal and the account did locked the device during this time; therefore, an in-service to address the deviation from the instructions for use will not be requested.

Event description:
Subsequent to the previously filed report, additional information was received during first establishment of final arm angle (efaa), the physician forgot to lock the clip. The clip was relocked but still opened slightly but within the acceptable 5 degree range.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: medical device problem code - 2017: failure to follow steps / instructions. The additional sgc0705 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xt lot: 31122r1039 was chosen for implantation utilizing steerable guide catheter (sgc) lot: (31212r1050). During first establishment of final arm angle (efaa) the clip opened slightly but within the acceptable 5 degree range, the second establishment of final arm angle (efaa) after lock line removal, the clip opened to 50 degrees from closed at 20 degrees when opened one rotation nuetral. The clip was reopened but jumped to inversion state. The clip was closed again but the clip remained opened since the lock line was removed. A replacement xt lot: 30915r1054 was then implanted successfully. After the sgc was removed, there was a right to left shunt so the atrial septal defect was closed with an occluder. There were no device issues with the sgc observed. There were no patient consequences or clinically significant delay.